Event description:
Patient was undergoing treatment with medical device. They were using phototherapy chamber handles. Handle broke and patient fell, cutting their inner arm. Injury required 40 stitches.